Manufacturer narrative:
This report is being filed under exemption e2010033 by arjohuntleigh (registration#1419652) on behalf of the MFR medibo medical products nv (registration#3004468271). Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Pt was being lifted using a sara plus with the lifting belt, when the retaining strap holding the lumbar section of the belt pulled off. There was no injury to either the pt or the caregiver.